Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: surgical intervention. It was reported that during dilatation in the heavily calcified left iliac artery, the fox plus balloon ruptured at 8 atmospheres. An unsuccessful attempt was made to remove the balloon through the 6fr sheath. The sheath was replaced with a 7 fr and another unsuccessful attempt was made to remove the balloon. The physician cut the balloon shaft and was able to pull the balloon just distal to the sheath. A small cut-down of the femoral artery was performed and the entire balloon was removed successfully from the anatomy. Pt is doing fine with no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.